Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. The patient reported that when she was preparing her medication for the next day, suddenly the energy went out of her body very quickly and the patient could not treat herself and an ambulance was called. The patient went to sit on the sofa and from that moment she does not remember anything anymore. Guests that were with the patient took a fingerstick and the cgm was reading 4.5 mmol/l and the blood glucose reading was 2.4 mmol/l. When the paramedics arrived, the patient received an injection with glucagon and ¿10000mg glucose through injection¿, this would most likely have been intravenous. The patient recovered after treatment. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.